Event description:
The customer reported that the auto brightness feature on his olympus evis exera iii xenon light source was not functioning properly during procedure preparation. Reportedly, the intended procedure type was unknown, but was confirmed completed by borrowing another cart. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report their issue. During the call, tac recommended several trouble-shooting options to resolve the issue. One of those options was attempting a 190 series scope in addition to the currently used 180 series scope. The 190 series scope was functioning properly. The customer went on to try other 180 series scopes and all had the same issue. At that point, the customer mentioned that they use a third-party company to fix their scopes. Tac then noted that it could be a third-party repair issue. The customer intends to contact the third-party repair facility and follow with tac if needed. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the brightness issue could not be determined olympus will continue to monitor field performance for this device.